Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the emergency room and was externally cardioverted. Upon interrogation, the right ventricular lead exhibited loss of capture and a sensing anomaly. Chest x-ray showed that the position of the lead was unchanged. The lead was explanted and replaced.